Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced an event of occlusion and was alerted by insulin flow blocked alarm due to which patient's blood glucose levels increased. The patient was reported to have diabetes type 1. The patient had to be hospitalized for 2 days. Patient's blood glucose value when admitted to hospital was 485 mg/dl. Symptoms patient reported at the time of hospitalization were dizzy, threw up and eyes uncomfortable. Patient was tested for ketones however, patient was unsure about results but confirmed that ketones level was not high. At the hospital patient was given intra venous insulin drip. Patient confirmed that she is contacting her doctor and he asked her to change the infusion set cannula length. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 5417146 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 and wi guidance for functional testing for complaints area version 2.0 for the malfunction cannot be determined. Complaint investigations. Physical samples were formally requested; however, they were not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 2 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing of quick set. Lot 5417146 was manufactured according to the wi version 74 and packaging in the multivac 12, on 23/feb/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database 07/aug/2025 against malfunction cannot be determined and lot 5417146 and another complaint has been registered in database for the same lot 5417146 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm reportable, no non-conformance (nc)raised during production, another complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.